Event description:
The customer observed falsely decreased hemoglobin results for one patient while using the cell-dyn ruby analyzer. The customer indicated the first run generated error flags/ no results. The specimen was retested; the customer provided the following results: (B)(6) 2013 (sid (B)(4)): 75.1 g/l, retest 75.4 g/l. On (B)(6) 2013 this sample was tested again generating a result of 76.3 g/l. (B)(6) 2013, new draw (sid (B)(4)): 146 g/l the customer indicated they are investigating the blood collection details for sid (B)(4), for sample integrity. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer data provided showed possibly that the sample was compromised which may have caused the incorrect result. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the cell-dyn ruby analyzer, list number 08h67-01, was identified.